Event description:
The pt was enrolled and treated in the (B)(4) on (B)(6) 2009 with a precise stent to the proximal and ostium carotid artery. During the procedure, there was difficulty experienced retrieve the filter basket into the capture sheath. The sheath was stuck to the stent initially, but the problem was resolved with multiple removal attempts. There was no prepping/flushing difficulty. There was no box failure. There was no adverse consequences to the pt. There was vessel tortuosity 80% diameter stenosis, no thrombus, and the total length stented was 40. The pt was asymptomatic. The precise stent was deployed with no reported malfunction. There was no neurological deficit when the pt left the angiography suite.

Manufacturer narrative:
Please note that the device is not available for analysis. Add'l info will be provided within 30 days of receipt. A review of the device history records relative to the mfg, inspecting and packaging of the lot has been reviewed. The history records indicate this product was final inspection tested and was determined acceptable.